Event description:
The pt contacted lfs alleging that this one touch profile meter was prompting the not ok message during testing. The pt neither alleged harm nor experienced injury or medical intervention. He contacted a medical professional; however, no treatment was received. The patient reported exercising following the use of the meter. The customer service rep confirmed that the test strip was not removed and the proper technique was being used. The csr walked the patient through cleaning the meter, retesting, and the meter prompted the not ok message. Based on the unresolved issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Patient's meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.